Manufacturer narrative:
Analysis of the software exports was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a r<(>&<)>d workstation. The manufacturer representative reported that a superior deviation occurred at l4 left, which was the first screw to be inserted. After that the surgeon sent the arm to l5 left but did not approve the trajectory because it was also superior and aborted the use of the system. Analysis reviewed the planning and a superior skiving potential was noticed at l4 and l5 left. The registration was uploaded, performed and validated to be accurate on a station. Bone mount bridge was used as a mount, and no major issues were detected. Analysis reviewed all the provided information and concluded that the potential causes for the lateral deviation at l4 <(>&<)> l5 left can be related to skiving of the tools on the bone and a patient or platform shift. All sent trajectories had the same deviation nature ¿ superior so there is a possibility of patient/platform movement after the registration. The potential for a s hift could not be ruled out because additional registration was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that only the left l4 was was placed during the procedure. After the deviation was identified, the surgeon sent the surgical arm to the next trajectory, but did not like what the navigation was showing wo he aborted the use of the guidance system. The screws were being instrumented from the patient's left side.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure. It was reported that during an mis case, navigation was longer than it was showing. When the surgeon had the drill tip at the bone, navigation showed that it was 1 cm inside the pedicle. The surgeon placed one screw, and it was higher than plan. Navigation was checked, and found accurate when using the passive planar and placing it in the divot on the surgical system. A new snapshot was taken, and navigation looked good with the probe, but all of the instruments looked long. The screws placed during the procedure using the guidance system were 3-4 mm superior, and had to be repositioned using navigation. There was no patient harm, and the procedure was delayed less than an hour.